Manufacturer narrative:
Pt age and gender: unknown. Event date: unknown. Implant and explant dates: unknown. (B)(4). Manufacturing records for the iol were reviewed. All process operations presented in the manufacturing record were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) was generated when this production order was manufactured. Device met manufacturing release criteria. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that a patient experienced unexpected post-operative refraction after the implantation of a tecnis zcb0000250 intraocular lens (iol). The report indicated that there was a myopic surprise; target refraction was -0.75 and patient outcome was -2.25. Patient was otherwise happy because they could read well. In follow up it was learned that the iol was exchanged 6 weeks after it was implanted because the iol was slightly anterior in the capsular bag. Original surgery was two months ago, approximately (B)(6) 2015.